Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Manufacturer narrative:
A device history record (DHR) review was conducted: assembly: part: 851.801.01s lot: l703891 manufacturing site: (B)(4) release to warehouse date: 19 april 2018 expiry date: 01 april 2028 the device history record shows this lot of 775 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Components used: part: 50152880 lot: l603873 manufacturing site: (B)(4) release to warehouse date: 09 march 2018 the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Part: 50152883 lot: l738483 manufacturing site: (B)(4) release to warehouse date: 26 january 2018 the device history record shows that this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Part: 50152883 lot: l748314 manufacturing site: (B)(4) release to warehouse date: 22 march 2018 the device history record shows that this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. For all components the correct raw material copolymer (i.v. 3.0 dl/g) 85/15 plg was used. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual investigation: the toothed shaft of the rapidsorb cranial clamp ø18 is broken in half approximately 6mm beneath the top disk. The bottom disk is positioned on the broken off portion with the top disk. Both portions show marks and wear in various areas. Dimensional inspection:the broken shaft outside diameters were measured with caliper and found to meet the specifications / all listed specifications are from relevant drawing. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required per selected investigation flow broken. Material review: the device history record shows that for all components the correct raw material copolymer (i.v. 3.0 dl/g) 85/15 plg was used. Conclusion: the received condition agree with the complaint description and the complaint therefore is confirmed. The visible marks in various areas and the worn teeth on shaft as well as the visible nicks on the bottom disk point to the fact that the device was subjected to mechanical overload. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hbw. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, that a craniotomy procedure was performed and the rapid resorbable cranial clamp broke during the surgery. The broken rapid resorbable cranial clamp was replaced to complete the procedure. It is unknown if there was a surgical delay. There was no reported adverse event in the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).